Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident and was treated with insulin pump. It was unknown if customer was using auto mode or not at the time of high blood glucose event. Customer had an issue with the infusion set and they had already changed 2 infusion sets but blood glucose was still going high. Customer declined to troubleshoot. The device will not be returned for analysis.